Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence and that "cartridge bag ended up breaking and leaking insulin". Customer everted to manual insulin therapy. Customer¿s blood glucose was 127 mg/dl.